Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 4473, competitor lead, implant: (B)(6) 2005. (B)(4).

Event description:
It was reported that a patient was seen at the emergency dept. For a lead integrity alert (lia) on their right ventricular (rv) lead. Interrogation showed the rv and svc high voltage coil impedance levels had fluctuated and spiked high/out of range (oor). A possible lead fracture is suspected. The device was reprogrammed, and defibrillation therapies were turned off. The patient was eventually seen for a lead extraction and a new rv lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.